Manufacturer narrative:
Age or date of birth, weight, ethnicity: unknown/ not provided. Implant date (2021 reports): if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Explant date (2021 reports): if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that while performing a cataract surgery the intraocular lens (iol) model pcb00 became "choked" in the injector exit orifice during the implantation step making it impossible to release the iol into the anterior chamber of the patient's left eye. The injector was removed from the eye and a new intraocular lens implanted. There were no surgical complications or harm to the patient. A replacement lens was implanted in the capsular bag. Patient has reportedly recovered. No further information was provided.

Manufacturer narrative:
Correction: upon further review, it was noted that only the cartridge tip touched the eye and the lens was not fully delivered. Therefore, this file is no longer considered a reportable event. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.